Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of two single lapro-clips 12mm. The event report alleges the product was used in a surgical procedure. Visual examination of the first cartridge noted that the clip was fully formed but not completely deployed. Visual examination of the second cartridge noted that the cartridge was received fully applied. Since the clinical instrument was not received the first loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device was applying clips to an artery. After they had closed the clip on the artery, the clip was stuck on the applier. The device was not difficult to assemble but was difficult to disassemble. There were no issues with the clip or clip cartridge. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, had to use more force to pull the applier out of the artery. There was no patient harm. The patient status is alive, no injury.